Event description:
It was reported that during pre-dilatation of a 32 mm lesion in the mildly tortuous and calcified left anterior descending artery, an rx mini trek 1.2 x 6 dilatation catheter was advanced with resistance to the lesion. The rx mini trek balloon was inflated to 14 atmospheres (atms) in the first inflation. In the second inflation, the balloon was inflated to 14 atms for 20 seconds and balloon rupture occurred. The catheter was removed without resistance, and a non-abbott dilatation catheter was used to pre-dilate successfully. A 2.5x15 rx trek dilatation catheter was then advanced with resistance to the lesion, and inflated to 12 atms on the first inflation and 14 atms on the second inflation. On the third inflation, the balloon was inflated to 14 atms, but the balloon ruptured after being inflated for 20 seconds. The catheter was removed without resistance, and a non-abbott dilatation catheter was used successfully and a non-abbott stent was deployed to complete the procedure. There were no adverse patient effects and reported clinically significant delay. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5 x 15 rx trek is being filed under a separate medwatch MFR number. Guide wire: sion blue, runthrough ns, xt-r. Guide cath: heartrail il4.0. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, it is unknown if force was applied during advancement of the mini trek against resistance.

Manufacturer narrative:
(B)(4). Evaluation summary: difficulty crossing the lesion/physical resistance can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the catheter, and interactions with other devices or accessory device support. Furthermore, balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. The mini trek catheter was returned with blood and contrast visible in the inflation lumen and the loosely-folded balloon, which is consistent with the reported use of the device and a leak or rupture in the balloon. A new indeflator was used in an attempt to pressurize the catheter and the analysis confirmed that there was a pinhole in the balloon over the distal marker. Scanning electron microscopy (sem) analysis determined that the balloon failure may have been attributed to mechanical damage on the outer surface of the balloon. Mechanical damage and pushed material was observed on the outer surface at the leak. In this case, as there were no leaks noted during preparation for use, this suggests that the balloon was not damaged prior to the procedure. Additionally, the lesion was mildly tortuous, mildly calcified and 99% stenosed, which likely contributed to the reported difficulty. The balloon material likely became damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion as resistance was encountered, such that the balloon ruptured upon inflation attempt. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. There does not appear to be any indication of a lot specific deficiency. Based on the information received with this incident, the analysis of the returned product and the results of the sem analysis, the reported difficulty crossing and subsequent balloon rupture appears to be related to operational context of the device and not a product quality deficiency.